Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose level was 297 mg/dl. Sequentially, the customer reloaded the cartridge and received a minimum fill notification. Customer did not know how much insulin was in the cartridge. Reportedly, the customer refilled and reloaded an old cartridge. Tandem technical support educated customer on cartridge use.